Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-discharge check. Upon review, it was discovered that the right ventricular lead exhibited r-wave amplitude variation. An x-ray was performed, and it was noted that the right ventricular lead had dislodged, and the implantable cardioverter defibrillator had migrated. On (B)(6) 2020, the lead was explanted and replaced, and the device was repositioned. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.